Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided. A search of the complaint database found no prior reports for both reported this part and lot number combinations. Based on the investigation, the need for corrective action is not indicated.

Event description:
Breakage of two distal transverse locking screws (4.5mm solid cortical screw) for versanail tibial three months after implantation.